Manufacturer narrative:
During a routine communication with permobil, the end-user made mention of an incident that had occurred approximately 2 years prior where the reported having been injured while using the smartdrive mx2+ device. Reports while under power with the device, the manual wheelchair hit a dip or crack in the sidewalk which caused the wheelchair to become blocked from forward momentum. Report indicated it occurred so quickly that the end-user did not have time to power the smartdrive device off via the controller, and the device continued to run which lifted the wheelchair up, reportedly causing the end-user to lose positioning and fall to the ground where they sustained a fracture to their right tibia and fibula requiring surgery to address. The end-user did not make any claim or allegation of a device malfunction having occurred to have caused this event, only that it had occurred and the device remains operational but were no longer using the device. A review of the device history record from the date the device was manufactured was performed which noted that this device was not involved in manufacturing quality non-conformance. The device met all quality criteria prior to its release.

Event description:
Reports while driving down a sidewalk while under power with the smartdrive device, at one point the manual wheelchair hit dip in the sidewalk causing the wheelchair to stop forward momentum. Reports indicate when this occurred, the smartdrive device continued to drive forward and roll underneath the wheelchair which caused the end-user to lose positioning and fall to the ground where they received a serious injury.